Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: initial report submitted on (B)(6) 2011 reflected the incorrect manufacturing site. Therefore a supplemental report is being submitted to indicate the correct manufacturing site as (B)(4).

Event description:
It was reported that post valve surgery the patient's device had a power on reset. After pressing emergency pacing on the programmer the device would not program back to dual chamber pacing and the battery status stated depleted. After pressing emergency pacing a second time the device was able to be programmed back to dual chamber and the battery status was "good". No patient complications have been reported as a result of this event.